Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the jet tube, the adhesive on the bending section cover and the connecting tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the suction cylinder had no color; switch 1, switch 3 and the connecting tube had a cut; the free-engage knob was deformed; the control unit had discoloration; the plug unit had corrosion due to water leakage; the circuit board unit in scope connector was dirty due to water leakage; the objective lens and the light guide lens had a crack; the universal cord had a wrinkle. Due to burn on the probe cover, insulation resistance value at the distal end did not meet the standard value and due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. Third party repair had been performed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel, the bending section bonding, and the insertion tube and it was confirmed that the foreign object was a white foreign object, but it was not possible to identify the foreign object further. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.